Event description:
Acct. Reports several incidents with "new" buretrol. 1) acct. Reports that the occlusion alarm went off on the 6201 flo guard pump. Nurse went into the room, noted that the buretrol still had fluid in it. The ball valve was seated in the bottom of the buretrol and the tubing distal to the burette was "full of air". No pt. Injury reported, but pt very nervous about the potential of injury. 2) had one incident in which the pump was set for 55cc/hr the burette had 60cc of d35. After approximately one hour, the nurse entered the room to check on the infusion and noted that the ball valve was seated in the bottom of the buretrol. The pump was still pumping, and no air was in the tubing. Child's blood sugar fell to 30. Set was changed and dextrose 35% was infused at appropriate rate. Child's blood sugar came up without incident and no serious injury occurred with the pt.